Event description:
Information was received indicating that air leaks noises occurred with a patient who had a smiths medical portex® cuffed blue line ultra® suctionaid tracheostomy (trach) tube. The cuff's air pressure was measured and reported less each time it was checked. A pinhole was suspected in the cuff. Subsequently, a trach change out was required with no further air leaks. No adverse effects were reported.

Manufacturer narrative:
One used sample was returned for evaluation. The returned device was given functional testing: a syringe was attached and the cuff was filled with air as per device instructions. The cuff was found to fully inflate with no leakage detected. The reported issue could not be confirmed. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: basic assembly and cuff inflation. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The root cause could not be established; the returned device was found to meet with specifications.